Event description:
It was reported that there was variable impedance and high impedance up to 2490 ohms. The lead switched to unipolar mode, and the patient felt dizziness with a heart rate around 40 bpm. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.